Manufacturer narrative:
E2343 and a24 removed from h6; f23303 and a01 added to h6. The investigation is still ongoing.

Event description:
54-year-old male with hypertension, type 2 diabetes mellitus, coronary artery disease, coronary artery bypass grafting ((B)(6) 2025), ischemic cardiomyopathy, and end-stage renal disease. The patient presented in right ventricular failure and shock requiring high-dose vasopressor support and inhaled nitric oxide. After an initial evaluation in the cardiac catheterization laboratory demonstrating severely depressed right-sided hemodynamics, the heart team deferred intervention. Continued hemodynamic deterioration several hours later prompted implantation of an impella rp flex for right-sided mechanical circulatory support. The patient remained unstable despite device support, ongoing vasopressor therapy, and initiation of continuous renal replacement therapy. Subsequent escalation to additional mechanical circulatory support devices occurred; however, the patient ultimately expired following the family¿s decision to withdraw care.

Manufacturer narrative:
B5 amended.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male with hypertension, type 2 diabetes mellitus, coronary artery disease, coronary artery bypass grafting ((B)(6) 2025), ischemic cardiomyopathy, and end-stage renal disease. Event summary: the patient presented in right ventricular failure and shock requiring high-dose vasopressor support and inhaled nitric oxide. After an initial evaluation in the cardiac catheterization laboratory demonstrating severely depressed right-sided hemodynamics, the heart team deferred intervention. Continued hemodynamic deterioration several hours later prompted implantation of an impella rp flex for right-sided mechanical circulatory support. The patient remained unstable despite device support, ongoing vasopressor therapy, and initiation of continuous renal replacement therapy. Subsequent escalation to additional mechanical circulatory support devices occurred; however, the patient ultimately expired following the family¿s decision to withdraw care. Detailed event chronology (impella rp flex¿specific) day 0 ¿ pre-implant hemodynamic decompensation patient experienced severe right ventricular failure and vasopressor-dependent shock while on inhaled nitric oxide. Underwent right and left heart catheterization: papi: 0.73. Mixed venous oxygen saturation: 30%. Heart team initially elected to defer mechanical circulatory support. Day 0 (later) ¿ rp flex implantation. Due to ongoing hemodynamic decline, the decision was made to implant an impella rp flex for right-sided support. Post-implant, the patient remained on multiple vasopressors. Continuous renal replacement therapy (crrt) was initiated for end-stage renal disease and hemodynamic instability. Post-implant course. No device-specific malfunctions, alarms, or purge-related issues were documented for the impella rp flex. The patient remained dependent on high-dose vasopressor support with persistent hemodynamic instability. Day 1 ¿ additional mcs implemented. Due to persistent cardiogenic shock, an impella cp was implanted to provide additional left-sided circulatory support. Rp flex continued to provide right-sided mechanical support. Day 2 ¿ escalation beyond rp flex. Worsening cardiogenic shock resulted in escalation to veno-arterial ECMO, supplementing both impella rp flex and impella cp. End of life. Despite rp flex support, left-sided impella support, and va-ECMO, the patient remained in refractory multiorgan failure and vasopressor-dependent shock. The family opted to withdraw life-sustaining therapies. The patient expired peacefully. Outcome. The patient expired while supported with the impella rp flex, impella cp, and va-ECMO.

Manufacturer narrative:
E06506 added to h6. Corrected data d1 updated/corrected. The investigation is still ongoing.